Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper case is broken and contaminated. Lower case and battery release are contaminated. One bail cover and atrial output connector lock are broken. Lead flex cover is corroded. Lead flex o-ring is missing. Battery contacts are compressed. The ring is bent. Battery drawer is broken, contaminated, and damaged. Keyboard window is scratched. Contamination under control knobs. It is noted the damage is due to non medtronic person disassembling and reassembling the device. Battery contacts are not heat staked into the case. Tape found on the battery release spring. Rtv (room temperature vulcanization) sealant has been removed from output connectors and nuts and not reapplied. Negative battery contact leg pulls up when battery pressure is present, but device powers up with no issues.

Event description:
It was reported the epg (external pulse generator) was tested, and it would turn off after running for five minutes. There was also a report that the epg was dropped. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.